Event description:
Customer reported having low blood glucose on (B)(6) 2024. Customer alleged the blood glucose dropped low due to sensor misreading. Sensor was reading 200mg/dl while the blood glucose was 43mg/dl. Customer went to the emergency room to treat the low on november 10th going into the 11th. The hospital gave him food to raise the blood glucose. Troubleshooting was done for the sensor. Further troubleshooting for the low was declined by customer. Pump was used at the time of the low per carelink. Smartguard was used per carelink personal. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 43 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. The event involved product(s) unomedical, mmt-7040a, mmt-332a, mmt-1884l. Troubleshooting was performed and customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for unomedical. It was unknown whether the customer will continue use of the device. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-1884l.